Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic left hemicolectomy. According to the reporter: the gray sealing part broken off. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.